Event description:
After activation the user reported severe headaches, dizziness and ear pain. The pain was also present without use of the device. Also, the user has reported a popping sound when trying to attach the processor, which was heard also by the surgeon when pressing on implant site. A change of position of the implant was suspected. The user has a mesh-like titanium craniotomy plate and because of the size of the plate the implant could not be completely placed on the bone. The implant is partially on plate and partially on bone. According to the surgeon, the clicking noise perceived by the user was the implant moving on the edge of the plate. The plan was to move the implant completely onto the plate and secure it directly to the plate. However, at revision surgery the device was explanted as it was damaged when trying to move it.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or malfunction which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Reportedly the device was explanted due to surgical reasons i.e. Movement from its intended position and pain likely related to the dislocation of the implant housing. A titanium plate was used upon implantation and the implant was not completely placed on bone, but partially on plate and partially on bone. According to the surgeon, the clicking could have been the implant moving on the edge of the plate. In addition five channels were left extra cochlear at implantation.this is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At activation there was no response on channels 9-12 so these channels were disabled. After activation user reported severe headaches, dizziness and ear pain. The magnet strength was reduced but this did not resolve the pain. The pain is also present without use of the device. Also, the user has reported a popping sound when trying to attach the processor. A revision surgery is considered.